Event description:
It was reported via postmarket registry that the patient had increasing pain unresponsive to the intrathecal pump and underwent elective replacement in 1/2007. MRI detected a granuloma at t6-t7 (date is unk). The pump contained hydromorphone 15 mg/ml; fentanyl 50 mcg/ml; bupivicaine 20 mg/ml; compounded baclofen 300 mcg/ml and droperidol 100 mcg/ml. The catheter could not be removed from the intrathecal space. The catheter was cut and the retained portion was left in place and sewn to the fascia. A new catheter was placed. The patient recovered without sequela.